Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round moderate profile 350 cc , catalog number 3501655, serial (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 350 cc breast implants and experienced deflation and capsular contracture grade ii. The deflation was confirmed by the healthcare professional by the physical exam. As a result, the patient had undergone explantation and replacement with contracture release on (B)(6) 2018. The patient has recovered fully after surgery. This medwatch is for the right breast implant.

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, pe observed creases on both aspects and shell abrasion was also observed on the posterior orientation tab, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately <0.1 cm within the crease and shell abrasion on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/20/2018, mentor has received additional information that the device history record (DHR) of lot number 1005700 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 04/05/2018, it was reported to mentor that the device was replaced with saline mentor smooth round moderate profile 350cc, catalog number 3501655, serial number (B)(4), lot number 7546002. Manufacturer¿s reference number: (B)(4).